Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The physician noticed that coating or strut material was peeling off, while trying to pass through a stent in the right coronary artery.